Manufacturer narrative:
The pump was returned to animas and evaluated by product analysis. The pump was rewound, aligned, primed successfully, and was exercised for 29 hours flow accuracy test without any alarms occurring. The 29 hour flow accuracy test was performed and pump was found to be delivering accurately. The daily insulin delivery totals correctly correctly reflect the users programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. The basal and bolus deliveries added up correctly. In conclusion, there were no defects found with pump delivery.

Event description:
The patient and patient's mom contacted animas because they think the pump was failing. The patient's blood glucose was 350 mg/dl at 10pm last night. The patient changed the infusion set tubing (patient manually primed the tubing) and insertion site only and did not rewind or prime the pump. The patient then used the same cartridge and delivered 10.6 units at 10:49pm. The next morning, the patient's bg was "much higher," the patient had large ketones." And was not feeling well. The patient and patient's mom were in contact with the endocrinologist 6 times today and was bolusing with insulin injections but continued to use the pump for basal dosages. By 3pm, the patient was taken to the emergency room (ER). The patient reportedly was kept on the pump for basal and bolus delivery and did not receive additional insulin or IV treatment from the ER. The patient was released at 7:30pm the same day with a 162 mg/dl blood glucose result and no ketones. When the patient contacted animas, her bg was over 300 mg/dl and ketones were moderate. The endocrinologist advised the patient to contact animas to report possible pump failure. The animas rep went through troubleshooting with the patient and patient's mom over the phone. There were no visible insertion site issues, no related alarms in pump's history, the patient did not receive any loss of prime warnings, and all programmed insulin delivery totals were confirmed to be correct. The animas rep reviewed correct technique for priming and filling cannula and advised patient to go on backup plan. This complaint is being reported because, the patient reportedly developed high bg with "large ketones."